Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported the sutures released, please provide more details: there were two cat spays performed on (B)(6) 2022. The body wall suture opened prior to even going home. The surgery to perform the dehiscence was performed the next day. The end knot of the suture line was released on both cats. There was no break in the suture line. It was a knot security issue. When was the issue occurred (during use on the patient or post-op)? Please provide more details about the third surgery: there was one cat spay performed on (B)(6) 2022. This cat came in 10 days to evaluate a hernia. There was body dehiscence. They could not tell why the body wall dehisced in the second surgery due to muchscac tissue. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-10691, mw # 2210968-2022-10693. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent a cat spay procedure on (B)(6)2022 and suture was used. Six packs were used and three of the sutures released. There was one cat spay on (B)(6) 2022 and two additional on (B)(6) 2022. There were no patient consequences reported. Additional information was requested.